Event description:
Us legal: it was reported that elevated cobalt and chromium levels were detected in the right hip. The patient¿s test results indicated elevated ion levels even after the revision surgery of the left bhr hip system (covered under (B)(4)). It was not reported if a revision surgery is planned for this patient.